Event description:
It was reported that there was a pericardial effusion (pe). During a left atrial appendage closure (laac) procedure, a versacross connect access kit was selected for use. The anatomy of the patient was very anomalous and the heart was also rotated. The physician successfully gained access to the femoral vein, but experienced difficulty accessing the superior vena cava (svc). Once svc access was successful, the physician had difficulty tenting on the septum on the way down. The transseptal puncture was completed after several minutes of trying to position on the septum. Once crossed, the watchman sheath was advanced in the left atrial appendage (laa) and multiple attempts were made to deploy the 27mm watchman device. Then, it was decided to upsize to a 31mm which was also deployed a few times with difficulty. Hence, it was decided to re-cross the septum at more posteriorly and lower position than before. After several attempts were made the physician was able to find the correct position for the transseptal crossing. A new 27mm watchman device was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. Transesophageal echocardiogram (tee) imaging post implant showed a trace pericardial effusion that the physician planned to reassess with a transthoracic echocardiogram (tte) later that day. Later that evening tte showed that there was a significant pericardial effusion present, and the physician performed a pericardiocentesis to treat and manage the effusion. The patient made a full recovery from this event and was discharged on (B)(6) 2024. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, it is believed that there was a micro-perforation that might have occurred during the transseptal crossing but unsure if it was from the appendage or from the multiple attempts to go transseptal. There was no changes in the patient throughout the procedure that would have indicated a pe. It was further advised that the tenting and subsequent crossing had clear imaging once successful drop-down was achieved. Once access into the svc was achieved, the physician then reintroduced the versacross rf wire into the connect system. The same kit was used to attempt to recross. In the physician opinion, there is no reason to believe that this event occurred due to device malfunction.

Manufacturer narrative:
This is supplemental report for an update made to b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. Detailed product information was not provided to bsc yet. We are in the process of good faith effort to obtain the information, but it is not available so far. Because the product is yet unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion (pe). During a left atrial appendage closure (laac) procedure, a versacross connect access kit was selected for use. The anatomy of the patient was very anomalous and the heart was also rotated. The physician successfully gained access to the femoral vein, but experienced difficulty accessing the superior vena cava (svc). Once svc access was successful, the physician had difficulty tenting on the septum on the way down. The transseptal puncture was completed after several minutes of trying to position on the septum. Once crossed, the watchman sheath was advanced in the left atrial appendage (laa) and multiple attempts were made to deploy the 27mm watchman device. Then, it was decided to upsize to a 31mm which was also deployed a few times with difficulty. Hence, it was decided to re-cross the septum at more posteriorly and lower position than before. After several attempts were made the physician was able to find the correct position for the transseptal crossing. A new 27mm watchman device was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. Transesophageal echocardiogram (tee) imaging post implant showed a trace pericardial effusion that the physician planned to reassess with a transthoracic echocardiogram (tte) later that day. Later that evening tte showed that there was a significant pericardial effusion present, and the physician performed a pericardiocentesis to treat and manage the effusion. The patient made a full recovery from this event and was discharged on (B)(6) 2024. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, it is believed that there was a micro-perforation that might have occurred during the transseptal crossing but unsure if it was from the appendage or from the multiple attempts to go transseptal. There was no changes in the patient throughout the procedure that would have indicated a pe.